Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump would not keep its programming. It was reported that the pump was beeping and asking for a passcode and that per the reporter it was unsuccessfully reprogrammed "multiple times." It was reported the pump was not in use when the error occurred and that the patient used a backup pump to continue infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluated by MFR: one cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event log. The pump was visually inspected and functional testing was performed. The reported "unable to keep programming" issue was unable to be duplicated. The pump passed all tests. Further investigation of the pump found no issue with the programming and beeping. There was no problem found with the pump.